Event description:
It was reported that this right ventricular (rv) lead exhibiting increasing shock impedance out of range. At implant it was 70 ohms, trend variability since then, has been 115 ohms to 160 ohms. A request was made to have data from this device analyzed. A technical service (ts) consultant reviewed device data, provided recommendations for additional troubleshooting with lead integrity testing, pocket maneuvers, and x-ray imaging. At this time the rv lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.